Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The event history log (eh) was reviewed. During functional testing, a cassette was attached to the pump and exhibited an error message ¿cassette not latched properly.¿ the reported issue was duplicated. It was determined that the cause was due to the main board. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3 unknown.

Event description:
It was reported that the pump exhibited a cassette not latched properly error. The error was not present prior to the repair. It is unknown if there was patient involvement, no adverse patient effects were reported.